Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now warning. They reported this did not occur during patient use.